Event description:
It was reported that during a sleeve gastrectomy, on the fourth firing of the device using a green reload, the right side of the reload fired all staples (this was the remnant side). The left side of the reload only fired one row of staples and the other two rows were missing (this was the patient/sleeve side). There was bleeding but the patient did not receive a blood transfusion. The device fully cut. The surgeon over-sewed and continued to use the device to complete the case. The patient will be going back to surgery to explore the staple line. The patient remains in the hospital.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers, cartridge. Additional information was requested and the following was obtained: what color cartridge was being used? Green. What firing did this occur on? Third. Was buttressing material being used? Yes, gore seamguard. Why was the patient brought back to surgery? Surgeon over-sewed where staple line failure occurred and afterwards was concerned due to patient being unable to keep food down. What was found during the second operation? Where surgeon over-sewed there was a tightness and he was concerned it wouldn¿t resolve itself. What is the patient¿s status? Surgeon is confident patient will be fine after second procedure. Is the patient expected to have a full recover? Yes. The analysis found that one ple60a device was received in good visual condition and with an ecr60g cartridge loaded present; the reload was noted to have the right side fully fired, left side outer row fully fired, inner rows 1/3 fired. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In order to verify the condition of the internal components of the reload was disassembled and it was noted to have the cartridge body, drivers and one piece sled damaged. In addition, the pan was noted partially attached. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.